Event description:
It was reported that a prosa (#fv701t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the valve showed an over-drainage and adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 12 years. Weight: 48 kgs. Height: 148 cm. Gender: female. Same event as # 3004721439-2024-00042.

Manufacturer narrative:
Visual inspection: during the visual inspection a deformation of the outer housing of the prosa valve could be determined. The measurement of the plane parallelism could confirm that. Permeability test: a permeability test has shown that the prosa is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the prosa operates within the accepted tolerance in both positions. Adjustment test: the prosa valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in the prosa. Results: based on our investigation results, we can determine that the valve is not adjustable. The deformation detected in the valve and the visible deposits on the inside may have led to the functional impairment. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.